Event description:
The field service rep reported that the gantry motor was observed to be slipping when the power was off, during a service visit. There was no pt involved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).